Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had insulation damage, specifically blood inside the outer insulation. The lead was capped and replaced. As well, the patient's right atrial (ra) lead was undersensing p waves. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.